Manufacturer narrative:
Product evaluation: the product was not returned. A photo was provided of the clear lens in the lens case. A cartridge can be seen laying next to the lens case. Viscoelastic can be seen in the cartridge. Due the poor quality of the photo, the details of the lens cannot be clearly observed at any magnification. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of an non-qualified cartridge. Due to the poor quality of the attached photo, the reported damage cannot be observed. It is difficult to make a final determination without evaluation of the physical sample. The root cause is most likely related to a failure to follow the directions for use (dfu). The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol broke. The iol was removed the next day. Additional information was provided indicating a different iol was implanted. There was no patient harm.